Manufacturer narrative:
The pump was returned and evaluated by product analysis on 08/15/2014 with the following findings: a battery compartment crack was observed. A battery cap was not returned with the pump and a test cap was used for investigation. The test cap was able to secure properly to the pump. A battery compartment leak was observed during leak testing. Moisture was observed on the pump¿s internal components. Unrelated to the complaint, investigation revealed the display screen was dim.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.